Event description:
Information was received from a trial patient via manufacturer representative who was using an external neurostimulator (ens) for un known indications for use. Caller reports patient started their trial and developed a hematoma. Caller reports patient was told to stop using their blood thinner, but patient did not stop. Caller reports patient was told no bending or lifting, caller reports patient did not limit their activities. Caller reports patient had the hematoma removed yesterday. Caller reports patient is now walking and doing pt. Additional information was received from a rep on (B)(6) 2022. It was reported that surgical intervention was needed to remove the hematoma, and the rep was told by the hcp that the patient took her blood thinners when told not to, and the hcp made it seem like that was the cause. The issue was resolved and the information was verified with an hcp. Weight was reported. On (B)(6) 2022 the rep reported that it was an epidural hematoma and the patient had epidural placed leads, but the rep does not know the exact level/location of the hematoma in relation to the trial leads.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.